Manufacturer narrative:
This report is submitted on january 8, 2018, (B)(4).

Event description:
Per the patient's surgeon, the patient experienced a breakdown of the skinflap over the receiver stimulator where the patient's eyeglasses were rubbing. Subsequently, the patient underwent revision surgery on (B)(6) 2017, in order to reconstruct the flap. Following the procedure, the patient was placed on IV antibiotics. The implanted device remains insitu.